Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the handset was taking forever to connect to the pump since they got the new ptm. The patient stated that it took 3 minutes to look at the settings and the personal therapy manager (ptm) got stuck at 90 percent and it took 10 minutes to get to connect. The patient stated that the connection seemed to be worse in the last two weeks. They have 1 hour and 12minuets lockout right now. The patient got 9 boluses. The patient service assisted the patient with clearing the data from the handset. The troubleshooting steps that were taken on the call resolved the issue.